Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they have had the insulin pump for a few months and the buttons are so hard to press that their doctor cannot even press them. Customer's blood glucose reading was almost 500 mg/dl. Customer replaced device with a new battery and the buttons are still hard to press. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to due to flattened dome switched on esc and act buttons. The keypad connector on the lcd board was locked. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had minor scratched display window.